Event description:
It was reported, that during cleaning and disinfection for a therapeutic laparoscopic surgery. The cable of the subject device was broken. The surgery was done normally. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. E1: (address): (B)(6), postal code: (hospital): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cleaning and disinfection for a therapeutic laparoscopic surgery, the cable of the subject device was broken. The surgery was done normally. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: images are not displayed. Based on the results of the investigation, it is likely the following led to the malfunction: due to cable failure, the results did not lead to the identification of the cause of the occurrence olympus will continue to monitor field performance for this device.